Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 17-apr-2019.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. However, pump alarmed pump error alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump was alleging over delivery. Customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was 60 mg/dl. Customer experienced no symptoms for low blood glucose event. Customer was treated with glucose and food for low blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The insulin pump will be returned for analysis.